Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sigmoidectomy procedure, on the first firing, after clamping the tissue, the device could not fire. Another handle and adapter was used to complete the case. There was no patient injury.